Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2019 to (B)(6) 2019. The customer¿s blood glucose level was of 700 mg/dl. Customer was treated with manual shot. Customer experienced nausea and vomiting like symptoms for high blood glucose level. The customer reported that high blood glucose was due to insulin flow block alarm, site issue, and cannula bent. The insulin pump will not be returned for analysis.